Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok/enter buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 10/19/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/14/2017 with the following findings: during testing, all of the keypad buttons were found to respond appropriately. The keypad was removed and no defects were observed with the button contacts or keypad flex cable. The pump cover was opened and no damage was identified to the keypad flex/connector. The keypad connector latch was observed to be secure. The complaint of a keypad button response issue was not duplicated during investigation.